Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported goes out after running 30 minutes, which was reproduced during evaluation. Visual inspection found the cause was a damaged liquid crystal display (lcd). The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced display haywire, flashes and goes out after running 30 minutes intermittent. There was no patient involvement. No additional information is available.